Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a blind spot on the picture. The optics were unpacked, connected and the stain was there. More or less noticeable depending on the background. The event occurred during preparation and prior to sedation for a laparoscopic abdominal surgery. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, g3, h3, h4. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charge-coupled device is broken. Based on the results of the investigation, the r-unit is broken and therefore the insertion pipe does not rotate smoothly. However, a probable cause for the charge-coupled device is broken was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information provided by customer.